Event description:
It was reported that they were attempting to adjust their intensity to address pain, but the applications, including the mystim application, were missing from the home screen. After the mystim and recharger applications were added back to the home screen, the agent had the pt close all applications, launch the mystim app, and attempt to connect. Pt stated seeing the message neurostimulator battery low service code 335; pt pressed ok. The patient(pt) was able to connect to the implanted neurostimulator and view the therapy screen with therapy on, group a activated, and intensity set to 1.0. Agent had pt close all applications, launch the recharger app, turn on the wireless recharger (wr), place the wr over the implant, and attempt to connect. Pt confirmed the implant indicator was red and that the implant was charging with an excellent connection. The connection was subsequently interrupted but eventually returned to charging with an excellent connection. While recharging the implant, the pt reported a burning sensation and stated it was painful. The agent reviewed information and provided suggestions to address the heating sensation. The agent called the patient back, and the pt stated they were currently recharging the implant and were at 40%. The pt was advised to call back after recharging to provide the wireless recharger serial number and if further assistance was needed. The pt was also advised to call the concerned medical line for any urgent medical concerns. Patient reported that the recharger app and mystim app were missing from the home screen. Conferenced with hcit. It0198108. Patient called back to provide the serial number of the wireless recharger. Patient also asked how high they can set and increase their therapy settings. Agent reviewed with the patient their therapy settings has upper limit and lower limit, and they can adjust their therapy settings within the limit at their most comfortable level. Agent walked pt through recharging the implant and what the devices were called. Pt reported they recharger causes a burning sensation. Pt will monitor and call back in if needed. Patient called back and was frustrated that they had been charging the implant since 1:30 p.m. And the implant was only at 60%. Patient wanted to take a shower and they didn't have their belt on. The patient had a medium belt and it was too loose for them even if they tightened it. Patient denied having the burning sensation today. During the call patient denied any recent accidents, falls, or changes in weight. Patient also inquired how to change their stimulation because they needed it for their pain. Patient went into mystim rc and inquired if group a, b, or c was for their middle back. Agent reviewed information. Patient was on group a and could feel a little electricity in their legs and inquired if they could leave it or turn it down. Agent reviewed in formation and patient mentioned it felt like needles sometimes and patient denied the stimulation being uncomfortable. Patient was frustrated because they spent more time charging the implant then it wouldn't work then it was back and they couldn't connect. Patient also inquired on how to check the wireless recharger and implant percentage. Agent offered to troubleshoot but patient wanted to shower. Agent redirected patient to their healthcare provider (hcp) if the issue persisted. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.